Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device would not power on with various pad-paks. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section d2a has been corrected. Heartsine evaluated the customer's device and verified the reported issue. This was attributed to severe corrosion across pcba which affected multiple critical circuitries and components including but not limited to the microprocessor u25, on/off and rtc/status led circuitries. The customer received a replacement device and this device was scrapped by heartsine. The cause of the reported issue was determined to be severe corrosion on the pcba due to adverse storage.

Event description:
The distributor contacted heartsine to report that their device would not power on with various pad-paks. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There was no patient involvement reported with the event.